Manufacturer narrative:
Concomitant products: product ID: 8835, serial # (B)(4), product type: programmer, patient. Product ID: 8709sc, serial # (B)(4) implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the cause of the event was that the patient¿s pain was not controlled yet. Adjustments were made to his device system. At the time of this report, the patient had recovered without permanent impairment.

Event description:
It was reported that the patient had been having pain since the pump was implanted. The patient went for a period of time with no pain and other times having had pain. Currently, the patient was ¿climbing the wall with pain¿ and thought the pump was not working. The patient was not having withdrawal symptoms. Reportedly, the health care provider told them the pump therapy works for some and it does not work for others. This device system delivered fentanyl. Additional information was requested to clarify pump function, troubleshooting, resolution and current patient status. Should additional information be received a supplemental report will be filed.